Event description:
The customer reported experiencing intermittent wash carousel motion errors involving the access® 2 immunoassay analyzer. The customer was able to reinitialize the instrument and continue running the instrument. A beckman coulter field service engineer (fse) had visited the customer's site and performed alignments of the incubator belt to the wash carousel, but errors were seen after two hours of instrument running. The customer reported a similar wash carousel motion errors on (B)(6) 2013 and another service visit was scheduled. A different fse performed alignment of the incubator belt to the wash carousel and verified performance of the instrument. The customer has not reported of a recurrence of the wash carousel motion errors as of 09/19/2013. There has been no report of any effect to patient results or change to patient treatment in connection with this event.

Manufacturer narrative:
Beckman coulter internal investigation revealed that the wash carousel motion errors were due to a resin change in the reaction vessels used on the access platform. The beckman coulter field service engineer (fse) confirmed that the customer was using access 2 reaction vessel lot 13221168, which was manufactured using the new resin, at the time of the wash carousel motion errors. (B)(4).